Event description:
Additional information received on 02/13/2024 for report mw5113997 to update model, lot, and serial numbers.

Event description:
At 1:25 am, I (wife of patient) was awakened by the shaking of (B)(6) body. His b-pap machine was not allowing him to breathe. Usually when he doesn't breathe the machine pushes air into the mask (a noise I recognize). Sometimes it will push air in enough to awaken me. This time the machine was not pushing air. It sounded different than I have heard it before. It appeared that there was suction between the mask and his face. It was difficult for me to get the mask off his face. I undid the velcro and pulled it off. (Remember that I was awakened quickly from a deep sleep) his arms and legs were stretched out stiff and shaking. He continued to shake for less than a minute (maybe a long 15 seconds?) After I got the mask off. His face was red from not being able to breathe. He then breathed hard for several minutes unable to respond to me or talk. I called our daughter, (B)(6), (bsn) who lives 4 miles away. She came over immediately. By the time she got here (B)(6) was able to talk. He was frightened. He remembered not being able to breathe. The two of us helped him change his t-shirt which was soaked with sweat. He had to go to the bathroom. We helped him to the toilet and I assisted him. Once sitting down I changed out his pj bottoms, underwear and depends light drip pad which was soaked as was his underwear. Hard to know if it was sweat or urine, but I'm guessing sweat since he felt he had to pee, and because his t shirt was soaked with sweat. When we helped him out of bed, (B)(6) complained about a very sore back. His back is frequently sore, but he said it was about the sorest it has ever been. After being in the bathroom we took him out to his recliner and gave him v-8 (has lots of sodium in it). He wanted coffee. He was wide awake but didn't comprehend that it was the middle of the night. After chatting a bit. About 3:15 am tom finally realized that it was the middle of the night. So, we sent (B)(6) home. (B)(6) back was too sore to sleep in the recliner so I helped him get back into bed. He went right to sleep (obviously without the sleep apnea machine!) I on the other hand lay awake quite a while. I took the device to lincare in the morning. Tom had a regularly scheduled pulmonology appointment at 11:30 am. Lincare told me to wait until we saw the doctor. The device is 2 months shy of 5 years old. Lincare staff didn't seems to understand the seriousness of the problem, nor that there needs to be special 'forensic' study to figure out what went wrong. If the device is 'wiped' the data will not be there for an electrical engineer to determine what went wrong and to keep it from happening again. And to keep it from happening to someone else! I took the device back to lincare after the doctor's appointment. They will send it to resmed the manufacturer in l. (B)(4) via ups either later today, or more likely tomorrow. When I went in at 4pm to ask some additional questions the guy was out on a patient visit and the machine was not shipped. (B)(6) back has been sore all day.